Manufacturer narrative:
(B) (4). The device has not been returned to the MFR.

Event description:
It was reported that the catheter had lacerations about three quarters of the way from the proximal end. Pt doing well at this time, and reporting no adverse symptoms at the moment.